Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm 020 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the pump was unresponsive. There were no vibratory or auditory alarms, and there was a blank display. The black box was unable to be downloaded. The pump was opened to find moisture ingress, which prevented call service alarm investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.